Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+1.0/091 (sphere/cylinder/axis), with forceps and the lens tore. There was no patient contact. Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The cause of the event was unknown.